Event description:
Patient's family member reported when the monitor was plugged in, it took "the phones off the line". The dial tone came back when the monitor was unplugged. The carelink monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. An assembly found electrically out of specification. A component was found burnt.